Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging multiple inaccuracies on their onetouch ultralink meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began in the beginning of (B)(6) 2015. The patient reported obtaining blood glucose readings of ¿565, upper 400s and 127mg/dl¿ on the subject meter and alleged that they were inaccurately high compared to their feelings and/or normal results. The timing of these results is unknown. The patient manages their diabetes with a combination of medication, including symlin and humalog. The patient denied making any changes to their usual diabetes management regimen in response to the alleged inaccuracy. The patient reported developing symptoms of ¿felt faint, delirious and passed out¿ shortly after the alleged issue began. The patient was treated by the emergency medical services (ems) with IV glucose. The patient reported testing their blood glucose on an ER/hospital meter but could not recall the results obtained. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia and received treatment from a healthcare professional after the alleged inaccuracy began.